Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that after examining the distal fracture surfaces of the plate using the scanning electron microscope (sem), the initial fracture area and the fracture could be identified. After breakage, the two fragments rubbed against each other causing some destruction of the fracture surface. A pattern of ripples or fatigue striations was observed at the crack front. Based on the complexity of the patient situation (osteoporosis, multi fragment femur fracture, displacement of the total hip prosthesis) we assume that the implant became highly stressed during the functional postoperative and follow-up phase. Based on the structure of the implants fracture surfaces we can conclude that the investigated implant failed because of dynamic bending and torsional loads which finally led to the fatigue failure. We found no evidence of material or manufacturing defects. It is concluded that this complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Submitted in error, duplicate complaint.

Event description:
It was reported that a patient, (B)(6), has suffered a periprosthetic femoral fracture during a fall, over a month ago. At the time there was a prosthetic with shaft perforation and cement leakage but because of geriatric age of the patient, ulcers on the legs, and already reduced mobility, only reconstruction using a plate was attempted. Shortly after an initially good course, the plate broke. After ruling out an infection, the aim is to make a complete reconstruction using a revision prosthetic, in order for the patient to recover her mobility. This is report 1 of 1 for complaint (B)(4).